Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a pocket site discomfort. The patient underwent a revision procedure wherein the implantable pulse generator (ipg) was relocated and remains implanted. The patient was doing well postoperatively.